Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the newly placed left ventricular (lv) lead had dislodged multiple times. The lv lead was not implanted on (B)(6) 2025. The patient was in stable condition.